Event description:
It was reported that on (B)(6) 2026, during an intravenous infusion in the oncology ward, a nurse discovered that the connector of a peripherally inserted central venous catheter (PICC) had become detached, resulting in a leakage of the intravenous solution. Upon investigation, it was determined that the patient had undergone PICC placement via a peripheral vein on (B)(6), 2025. The catheter had been maintained regularly and had been functioning normally. The nurse immediately trimmed the catheter and replaced the connector with a new one, restoring normal functionality. No adverse consequences resulted for the patient. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.